Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. There were no capas that were confirmed in veeva to be associated. Nc-002922 was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. Devices met specification prior to release.

Event description:
According to the available information as the physician was tensioning sling the physician put pressure on the bladder and the dynamic anchor seemed to slide and loosen. The physician tightened the sling a number of times and each time the sling would loosen. Physician could not get the appropriate tensioning to where the patient was no longer leaking. The sling's dynamic anchor came out of the tissue. The physician then cut the fixed anchor side of the sling and removed it from the patient and opened a new altis sling, but that sling had the same problem. The physician used a third sling successfully.

Event description:
According to the available information as the physician was tensioning sling the physician put pressure on the bladder and the dynamic anchor seemed to slide and loosen. The physician tightened the sling a number of times and each time the sling would loosen. Physician could not get the appropriate tensioning to where the patient was no longer leaking. The sling's dynamic anchor came out of the tissue. The physician then cut the fixed anchor side of the sling and removed it from the patient and opened a new altis sling, but that sling had the same problem. The physician used a third sling successfully.

Manufacturer narrative:
An altis sling and detached dynamic suture were received for evaluation. Examination of the sling revealed the static anchor and part of the static portion of the mesh were detached and not returned. The separation was in the shape of a ¿v¿ which is commonly seen as a result of the physician cutting the mesh out when a new mesh is required to be implanted. Microscopic examination of the mesh where the dynamic suture was attached confirmed the welded area of the suture. The dynamic anchor and tensioner were not received. Blood residue was noted on the mesh. Based on examination of the returned product the dynamic suture detached from the mesh while trying to implant. Information received indicated the physician had difficulty adjusting the tightness of the sling during implant. No information was received indicating the location where the sling was implanted or the size of the patient¿s pelvis, which may have been contributors to the difficulty the physician encountered. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.